Event description:
Dental implant fell from insertion post. No new implant was placed during the same surgery.

Manufacturer narrative:
User error. Proper handling would have prevented this from happen.